Manufacturer narrative:
Additional information provided in sections h.6 and h.10 no deviations were identified during the manufacturing of the batch that would have contributed to this complaint. All batches are released according to the required specifications; all testing results were within specification for this batch. No sample returned for evaluation. Since no sample was returned and all initial test results are within specifications, a conclusive root cause could not be determined for the adverse events. A potential root cause could be attributed to a quality issue, but this is unlikely since chemistry data met the requirements prior to release of product. Potential root cause for the viscosity (physical properties) complaint condition include: improper storage which can result in an altered viscosity. Viscosity degrades when stored at temperatures above 2-8c and the higher the temperature the more rapid rate of viscosity loss (non-linear). As no product is returned and/or insufficient product data is available, the complaint could not be verified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Customer reported that an ophthalmic viscoelastic used for the cataract surgery, which was found to low in viscosity and the 82 years female patient experienced corneal edema and difficulty in maintaining anterior chamber for which intervention was provided. The current condition of the patient was recovering.